Event description:
User facility originally reported that the manufacturer was linvatec, but have since learned the true manufacturer is richard wolf medical instruments.

Event description:
Arthroscopic grabber broke while in pt's shoulder.